Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity, mild calcification and 70% stenosis. Two xience xpedition stents were implanted overlapping in the lesion. The stent delivery system (sds) balloon of the second xience xpedition stent implanted (3.5 x 12 mm) was used for post-dilatation (at 18 atmospheres) of the overlapping area of the two stents. After dilatation was completed and the device was retracted, the physician felt that device behaved unusually and he had low control on the sds. Therefore, the sds was removed together with the guide wire and the guiding catheter. After removing the devices from the patient, it was noticed that the sds balloon looked torn, as if it had ruptured. In addition, the distal catheter shaft was separated. As all devices had been removed together, the separated section had been removed with the guiding catheter and guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, the shaft separation was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.